Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device malfunctioned. The customer requested an fse visit to run a operational check and check the error logs. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. There was no reported patient involvement/adverse patient impact.